Event description:
During scheduled follow-up of the associated ICD (MDR: 9610579-2009-00030) to the subject lead, the physician observed the warning related to a shock overload. During the re-intervention, the lead characteristics were satisfactory; therefore, the ICD was explanted.

Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. Associated ICD and f/u files analyzed, device history records reviewed. Conclusion: available f/u data dated (B) (6) 2009 confirmed that a warning message "overload on last shock" occurred on (B) (6) 2009, it means that no shock was delivered, however, no event log was available; the warning message for "overload on last shock" was also present during the eps procedure during this same f/u and review of the events log confirmed that all the 3 shocks initiated during this eps procedure were also in overload condition (no shocks delivered); the reported warning message for an overload during last shock is a protection designed to prevent permanent ICD damage when a short circuit is detected between the ICD can and the defibrillation lead within the first microseconds of the shock pulse. This behavior corresponds to the device specifications. Visual examination of the ICD case under magnification revealed "flash points" on the case's titanium surface. Such flash points occur when defective insulation in a defibrillation lead allows current to pass from the lead coil to the ICD case, at the beginning of a shock. This short-circuit condition activates the overload circuit described above, preventing destruction of the ICD, but delivering no shock energy; the phenomenon occurs generally when a lead with compromised insulation is in contact with or wrapped around the ICD case. The instructions for use advise physicians to coil excess lead length in a separate pocket from the ICD to avoid this problem. The electrical characteristics of the associated ICD are within specifications; the reported overload condition, combined with the observed flash points on the titanium case resulted more likely from a lead issue.